Manufacturer narrative:
D10 concomitant products: unk dy, dialysis unknown (lot#:unknown), unk dy, dialysis unknown (lot#:unknown) (B)(6),2: bacteremia and mortality among patients with nontunneled and tunneled catheters for hemodialysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reported a retrospective cohort study of catheters inserted between (B)(6) 2011 and (B)(6) 2020 evaluated the bacteremia and catheter dysfunction rates for non-tunneled and tunneled hemodialysis catheters. The nontunneled catheters used were competitor devices. Tunneled catheter models used were 3 competitor¿s catheters, and 1 from our own catheter. A total of 248 tunneled catheter were placed. The articles reported 55 cases of catheter dysfunction (when the catheter did not provide blood flow greater than 200 ml (milliliters)/minute for more than 2 (two) hemodialysis sessions). The authors do not provide any details on which devices were associated with these reported complications. There was a significant limitation of lack of information about catheter type indication. No information was provided as to the interventions required. There was no reported patient outcome. Bacteremia and mortality among patients with nontunneled and tunneled catheters for hemodialysis: hindawi international journal of nephrology volume 2024, article ID 3292667